Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v884754, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was getting a colonoscopy and wanted to make sure the therapy was off, but discovered a ¿call your doctor¿ icon. During the call, the patient could not clarify if she was getting a warning message or an information message since the therapy had been off. The patient stated that she was at a hospital a month ago with ¿lots of wires and device and that could have caused the power on reset (por) message.¿ other issues included bleeding and not being able to adjust stimulation. An appointment was scheduled on (B)(6) 2014 to meet with the healthcare provider (hcp). Follow up is being conducted to determine patient outcome, possible interventions, and device issues.